Event description:
It was reported that a code 1005, which indicates an open circuit was detected during shock delivery, was triggered for this right ventricular (rv) lead. Isometrics were performed, and no noise was apparent on the rv electrogram (egm). However, myopotentials were detected on the shock channel. Technical services (ts) reviewed the reports and noted that the shock impedance had been gradually increasing and had reached out of range values. The impedance decreased after shocks were delivered to the patient. However, the out of range impedance was reproduced with a defibrillation threshold (dft) test. Ts recommended to continue monitoring the lead and informed the caller about the implications of code 1005. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that a code 1005, which indicates an open circuit was detected during shock delivery, was triggered for this right ventricular (rv) lead. Isometrics were performed, and no noise was apparent on the rv electrogram (egm). However, myopotentials were detected on the shock channel. Technical services (ts) reviewed the reports and noted that the shock impedance had been gradually increasing and had reached out of range values. The impedance decreased after shocks were delivered to the patient. However, the out-of-range impedance was reproduced with a defibrillation threshold (dft) test. Ts recommended to continue monitoring the lead and informed the caller about the implications of code 1005. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that ts recommended lead revision due to continuous gradually increasing shock impedance. No additional adverse patient effects were reported.